Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed via medical records reviewed by a health care professional. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause for the corrosion and loosening cannot be determined. As the reported infection occurred greater than one year from implantation, the patient did not show signs or symptoms of infection within the first year, and the devices were sterilized per specification, it is unlikely that the reported infection is related to the implanted zimmer biomet devices. The product operated within specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00784800300-modular neck s 12/14 neck taper use with +0 heads only-62071300, 00801803202- femoral head sterile product do not resterilize 12/14 taper-62087051, 00620004822- shell porous with cluster holes 48 mm o.d.-62036847, 00631004832- liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell- 62060865, 00625006530- bone scr 6.5x30 self-tap- 62073711. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01223. 0001822565 - 2020 - 01224. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent a left hip revision approximately 4 years post implantation due pain and altr. During the revision, the joint was noted to be grossly infected with vascular granulation tissue throughout. Significant corrosion was present at the head/neck and neck/stem. All components removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.